Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 300 (mg/dl). Customer changed site multiple times, delivered an injection and a pump bolus; however, elevated bg levels persisted. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change site and to contact their health care provider to discuss infusion set options and diabetes management.